Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that one of the surgeons was unable to connect the ins to the handset. An "end of service (eos): therapy has stopped. Replace the internal device to continue therapy." Message kept showing when trying to connect. The rep stated this error message indicated that the battery had depleted, but the battery was implanted in (B)(6) 2024 and had a 10¿15-year life. The patient lost sensory response in december, after a fall, and the clinical team was unable to connect to the battery to run the impedance check.